Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unknown issue. The reporter claimed he was unable to test with the subject meter. The patient did not have the subject meter or testing supplies with him at the time of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.